Event description:
The patient reported that the bolus histories are incorrect for (B)(6) 2011. The patient stated that there were five incorrect bolus entries, one of which stated 1618.74 units with a duration of 746.6 hours. There is no further information available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the bolus history did not confirm the reported bolus entry of 1618.74 units for (B)(6) 2011, during testing, two boluses were programmed and delivered, and both were recorded accurately in the pump's bolus history. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.